Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "moderate pain" of the right breast, and additionally reported "immune response systems." Patient additionally reported "dizziness," "thyroid issues," "light sensitivity," "hair loss," and "rashes", these are not device related. Device has been explanted.